Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, loss of consciousness and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient was on the phone with his mother at the time his mother stated the cgm was alerting the patient that his glucose was high (she is also a follower on the follow application) and the patient dosed himself with 6 units of insulin. When the patient's mother arrived home about an hour later, she found the patient unconscious in his room and was having a seizure. The patient was transported to the hospital by the paramedics and was give peanut butter, crackers and a soda and was discharged later that night. It was indicated that the patient had experienced a hypoglycemic event after treating himself with insulin. At the time of contact, the patient was doing well. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.